Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by a family member of the patient that she underwent an umbilical hernia repair in (B)(6) 2010 and mesh was used. During the procedure she also had a tummy tuck. Since the surgery she has had fifteen additional surgeries. She also has had mrsa and sepsis. The wound is not healing and the tunneling is occurring creating new wounds. The patient has been bedridden for two years. The caller reports the surgeon does not feel it is mesh related and will not remove the mesh. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.